Event description:
The customer reported that the system was displaying kv errors and had to be restarted. An alternate system was required to finish the procedure. There is no report of patient injury associated with this event.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable at this time.